Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness of the device. Cutting surface is dull to the touch, is not as sharp as first distributed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamers were dull and need to be replaced as soon as possible. Nothing left in patient.